Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.

Event description:
It was reported via the sales rep, that during a surgery operated at (B) (6) the following event occurred: "the nail became stucked on the target device through the nail holding screw that couldn't be unscrewed." It was further reported that the pt died during the surgery. The reported cause of death was an air embolism.